Event description:
During a ureteral stone retrieval procedure, the stone retrieval basket came apart while inside the patient. The procedure was continued using a replacement device. The patient did not experience any complications due to this event.